Event description:
The user facility reported that during a therapeutic laparoscopic supracervical hysterectomy, the distal end of the probe was noted to have broken off, and had fallen into the patient. An unknown model of grasper forceps was used to successfully retrieve the broken piece from the patient. The procedure was competed following the use of sonosurg scissors, and no patient injury was reported.

Manufacturer narrative:
The device referenced in this report was returned to olympus for investigation. The investigation confirmed the user's report that the distal end was missing from the probe. Only a portion of the device was returned, as the user facility reported that the detached piece had been observed to be intact, and was discarded. Additionally, there were deep dents noted on the distal end of the returned probe, most likely caused by user handling. The device will be forwarded to the original equipment manufacturer for further evaluation. If additional significant information is obtained, the report will be updated. The cause of the user's report could not conclusively be determined at this time. This report is being submitted as a medical device report in an abundance of caution.